Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the threads on his one touch ultrasoft lancing device were stripped. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the patient by phone. The pt reported that on an unspecified date/time, the threads on his lancing device broke. The pt mentioned to the cca that he had not tested his blood glucose for the past week, but continued to take his oral medication as normal (metformin, 500mg & glipizide, 10mg). It is unclear if the pt discontinued testing as a result of the alleged issue. Sometime after the reported issue began (date/time unk), the pt claims he "went low." The pt mentioned when he feels "shaky and sweaty" he knows to treat himself with a glass of orange juice mixed with some sugar to increase his blood glucose. It would have been helpful to confirm the following information with the patient: if he discontinued testing his blood glucose as a result of the alleged issue, the specific symptoms he developed after the issue began, the date/time those symptoms developed, and type of medical intervention received to relieve those symptoms. During troubleshooting, the cca was able to confirm there was no misuse to the lancing device; however, the issue remained unresolved. Replacement product was sent to the patient. This complaint cannot be ruled-out as MDR-reportable due to the following: there is insufficient info to conclude that the reported product did not cause or contribute to a serious injury. Although specific symptoms and treatment could be confirmed, the pt reported having a low blood sugar episode after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device do not pass inspection, lifescan will inform FDA of the results in a supplemental report.